Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records reviewed indicated that on (B)(6) 2021, the patient underwent a right knee revision with tibial insert exchange, irrigation and debridement, and placement of antibiotic-containing pellets to address infection. Leading up to revision the patient was experiencing pain, swelling, instability, warmth and redness of knee, difficulty walking, decreased range of motion, stiffness, and rash lateral to incision. The retained components were all well-fixed. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached photographic evidence, it cannot be determinated a depuy device's failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Clinical notification received for revision of right knee to address infection. Date of implantation: (B)(6) 2019, date of revision: (B)(6) 2021, (right knee). Treatment: revision of tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.